Manufacturer narrative:
Additional data: h10: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient had high vault.

Manufacturer narrative:
Claim# (B)(4).